Event description:
It was reported that the customer was hospitalized due to low blood glucose values of 55 mg/dl. It was stated that the customer was changing the infusion set. While connected to the insulin pump she delivered 80 units of insulin because she did not rewind the insulin pump and paused the reservoir into the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.